Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
The health care provider (hcp) reported that a motor stall was seen at initial interrogation. The patient recently had an MRI on (B)(6) 2015, and the pump was not interrogated until (B)(6) 2015. The logs showed the motor stall occurred on (B)(6) 2015 at 21:00 followed by a stopped pump period may exceed tube set 48 hours later. When the pump was interrogated, a motor stall recovery message occurred in the logs. It was unknown if the MRI was done due to a suspected problem with the device or therapy. The logs were read, and motor stall recovery occurred greater than 2 hours since the patient exited the MRI field. Interrogations resulted in a recovery. The patient felt like their pump was not working because they had an increase in pain. The health care provider (hcp) was not sure if this was pump related because they did not have any other symptoms of withdrawal. This was a gradual change in therapy/symptoms. It was noted that the patient was hospitalized for an unrelated reason. The patient had taken one vicodin on (B)(6) 2015. The patient had not heard any alarms. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The system was delivering infumorph at 25mg/ml and 4.496mg/d. The lot number was unknown. The reason for the MRI, results of the MRI, troubleshooting performed, and actions/interventions taken to resolve the pump/motor stall issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.